Manufacturer narrative:
The suspect device is not expected to be returned for evaluation. A follow up report will be submitted once the investigation and the product history review are complete.

Event description:
It was reported via clinical trial that a subject experienced flow reduction and bleeding at dialysis. An angioplasty was performed to correct restenosis of the wrapsody endoprosthesis.